Event description:
Damage to a tandem charging cable was reported. There was no adverse impact to the customer's blood glucose level. Technical support resolved the issue by agreeing to replace the damaged charging supplies and provide an adaptor through 2-day shipping to maintain customer satisfaction. No further action was required.